Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported by the customer that their insulin pumped had alarmed and displayed failed battery test. During troubleshooting, customer was asked if the device show physical damage and customer stated it does not. Next, customer was asked if the battery compartment appeared damaged. Customer stated it does not. Customer states they are unable to turn on the device. Advised customer to discontinue use of device and revert to back up plan. Customer's blood glucose level was 39 mg/dl at time of reporting. Nothing further reported.

Manufacturer narrative:
The insulin pump had normal operating currents. No unexpected failed battery test alarm was noted. The insulin pump passed the prime and excessive no delivery alarm tests. No excessive no delivery alarm or display anomaly was noted. The insulin pump was received with a cracked reservoir tube lip and minor scratches on the display window.